Manufacturer narrative:
On march 3, 2017, bayer received a cluster of essure complaint reports originating from the ansm, health authority of (B)(4), device vigilance database via legal proceedings. Following receipt, bayer consulted ansm in order to obtain the relevant case reference number information. On march 24, 2017, ansm provided the available corresponding case reference numbers to bayer. Upon receipt of this information bayer evaluated and processed the cluster of essure reports within the global safety database by april 12, 2017.

Event description:
This spontaneous case was reported by an other health professional and describes the occurrence of device breakage ("excessive traction led to breakage of the insert (removal of the broken insert using forceps)"), device deployment issue ("the insert did not detach from the delivery wire"), procedural pain ("pain for the patient during removal of the broken insert") and complication of device insertion ("complication of device insertion") in a female patient who received essure (ess205) (batch no. 622310). On an unknown date, the patient started essure (ess205). On an unknown date, the patient experienced device breakage, device deployment issue, procedural pain and complication of device insertion. At the time of the report, the device breakage, device deployment issue, procedural pain and complication of device insertion outcome was unknown. The reporter provided no causality assessment for device breakage, device deployment issue, procedural pain and complication of device insertion with essure (ess205). Company causality comment: this medically confirmed spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and during insertion procedure the insert did not detach from the delivery wire (seen as device deployment issue) and excessive traction led to breakage of the insert and removal of the broken insert was done using forceps. Patient presented pain during removal of the broken insert (seen as procedural pain). All events are anticipated according to essure's reference safety information. During difficult removals, single cases have been reported of essure breakage. In this particular case, a device deployment issue occurred during insertion and excessive traction cause the breakage of the insert and the removal was performed with forceps. Taking to account that all events occurred during essure insertion, causality cannot be excluded. This case was regarded as other reportable incident since it did not lead to death or serious deterioration in health, but might lead or might have led if occurred under less fortunate circumstances. The product technical analysis and further information has been sought.

Manufacturer narrative:
This spontaneous case was reported by an other health professional and describes the occurrence of device breakage ("excessive traction led to breakage of the insert (removal of the broken insert using forceps)"), device deployment issue ("the insert did not detach from the delivery wire"), procedural pain ("pain for the patient during removal of the broken insert") and complication of device insertion ("complication of device insertion") in a female patient who had essure (ess205) (batch no. 622310) inserted. On an unknown date, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage, device deployment issue, procedural pain and complication of device insertion. At the time of the report, the device breakage, device deployment issue, procedural pain and complication of device insertion outcome was unknown. The reporter provided no causality assessment for complication of device insertion, device breakage, device deployment issue and procedural pain with essure (ess205). The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 23-jun-2017 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed 1.639 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the unknown is not possible. Most recent follow-up information incorporated above includes: on 21-jun-2017: quality-safety evaluation of ptc. Company causality comment: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.